Event description:
As stated by customer 2010-01-04: defective clips - difficult to hang them on the maxitwin. As stated by sales rep 2010-01-21: our client doesn't use these slings. He had discovered the problem on first use. The hole on clips is wider as normally. He keeps slings in wait of someone of arjo. The sling has been asked for in return for investigation by the MFR. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.